Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device won¿t recognize that the cassette is locked. There was no record of the unit being used on a patient at the time the issues were discovered. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection showed the device was in used condition. This device has not been serviced within the review period. There was no applicable evidence to review in event history logs. The reported problem was verified during functional testing. The cause was faulty latch/lock sensor. Replaced latch lock flex to correct the issue. The device passed all functional tests after the repair.